Event description:
During an in clinic follow up, under-sensing was observed on the right atrial (ra) lead. Lead dislodgement was suspected but was not confirmed. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information received indicated the ra lead was explanted and replaced to resolve this event.